Event description:
It was reported that the 9600 system did not fluoro prior to a case. The system was being tested for a case. No patient was involved.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep repaired the video wire in interconnect cable. The system operates as intended.